Event description:
Abbott diabetes care received a medwatch report which reported the following information: a pharmacist reported on behalf of a customer low readings issues with unspecified number of adc devices. The following reading comparison was provided: 45 mg/dl, 49 mg/dl, 123 mg/dl, 56 mg/dl, 64 mg/dl, 107 mg/dl, and 54 mg/dl from sensor against 164 mg/dl, 157 mg/dl, 247 mg/dl, 100 mg/dl, 105 mg/dl, 189 mg/dl, and 151 mg/dl from unspecified capillary meter. The pharmacist reported that the customer did not experience any adverse symptoms and there was no third-party treatment reported. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.